Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phaco tip broke during sculpting. The product was replaced and the procedure was completed. There was no patient impact.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of balanced tip broke during surgery; however the photo provided confirms the reported issue of broken phaco tip. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Based on the photo provided, it is confirmed the broken phaco tip. However, because a sample was not received and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the photo attached to parent complaint, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
An opened phaco tip was returned for evaluation. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Three photos were reviewed by the investigation site. Photo 1 shows a label with same product and lot number as reported. Photo 2 shows a phaco tip broken at the cannula tip, and an infusing sleeve with that appears to be the remainder of the phaco tip inside; however, it cannot be confirmed on the photo. Photo 3 shows a phaco tip inside its tip wrench and infusion sleeve with that appears to be the remainder of the phaco tip inside; however, it cannot be confirmed on the photo attached. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken at the ab hole, jagged, even wall thickness, the remainder of the broken tip was not returned. Wear on thread, flange and nut. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).